Event description:
User received discrepant hcg results for one (B) (6) patient. Initial result run on plasma sample gave 0.755 miu/ml. User said they knew the result should be higher as the patient was known to be pregnant. The same sample was repeated with dilution giving 89421 miu/ml and this result was reported. A second serum sample drawn same time as the original plasma sample was tested initially giving > 10000 miu/ml accompanied by a data flag alerting the user the result was above the measuring range of the assay. This sample was repeated with dilution giving 96.220 miu/ml. The original plasma sample was rerun on another e2010 (B) (4), at the site giving > 10000 miu/ml accompanied by a data flag alerting the user the result was above the measuring range of the assay. The sample was repeated with dilution giving 85674 miu/ml. No erroneous results were reported and patient not adversely affected. Hcg reagent lot number 155484. The field service representative found a faulty measuring cell. He replaced and aligned sipper tubing, replaced measuring cell, tubing, seals and sipper probes. Performance tests were performed with all results within specification. Calibration and controls were run to verify analyzer performance.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.